Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the ventricular capture management ran on the device the threshold was 0.875 volts at 0.4 milliseconds, but when the threshold was checked in the clinic the same day it was 1.75 volts. The output was adjusted and capture management was reprogrammed to monitor only. The device is still in use. No patient complications have been reported as a result of this event.